Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. The alleged lifting downstream occlusion (dso) seal was not verified. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed. Preventative maintenance was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has lifting downstream occlusion (dso) seal, and it was found out during testing. There was no patient involvement and no harm/adverse event reported.